Manufacturer narrative:
This report is being supplemented to provide additional information based on the final investigation. Updated field(s): d8, h2, h3, h6, h11. Corrected d4 added ni. Corrected g4 added ni. The device was returned to olympus for inspection. A definitive root cause could not be identified. Based on the results of the investigation, olympus was unable to confirm the root cause of the foreign material being present within the device, it is likely the result of insufficient reprocessing; however, the most probable cause for the malfunction is cause not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Event description:
It was reported the flex video scope exhibited foreign material in suction channel. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.